Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing leaked at the connection that sits at the top of the channel "(rubber tubing connects here for air sensing part of channel)". There was no patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed to be a leak in the pump segment. Visual inspection of the set showed no damage or any anomalies. Functional testing and further examination under magnification showed that the leak was from a small hole at the top of the silicone segment. No tool marks or crush marks were observed on the upper fitment near the hole. The root cause of the hole could not be determined.

Event description:
The customer reported that the tubing leaked at the connection that sits at the top of the channel "(rubber tubing connects here for air sensing part of channel)". There was no patient harm.